Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5x28mm enterprise2 vascular reconstruction device (product code enc452812, lot number 9714820) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, ,lot number 31626346) and could not be advanced further. Upon attempting to retract the stent, it was found detached from the delivery wire within the microcatheter hub. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or adverse impact. Additional event information received on 09-dec-2025 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5x28mm enterprise2 vascular reconstruction device (product code enc452812, lot number 9714820) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x,lot number 31626346) and could not be advanced further. Upon attempting to retract the stent, it was found detached from the delivery wire within the microcatheter hub. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or adverse impact. Additional event information received on 09-dec-2025 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. A lab-sample guidewire was attempted to be advanced through luer hub of the microcatheter to the distal end; however, it got impeded at 11 cm from the proximal end of the microcatheter. A dissection was made, and dried blood and dried saline residues were found occluding the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The complaint is confirmed based on the occluded condition of the microcatheter. Although a continuous flush was reported, the dried saline residues suggest that the flush was insufficient., an insufficient flushing can compromised the performance of the therapeutic device. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31626346 number, and no internal actions related to the malfunction were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.